Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) split as the outer sleeves hit the edges of the unknown sheath hub and then it was difficult to fully insert. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The user had attempted to advance the device through the sheath and was holding the sheath hub in position and supporting the distal end where the sealant is present. The device was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The device was inspected for damages when removed from the package and there were no damages noted to the packaging or device at that time. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for the investigation without the syringe. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant and the core wire were present, and the csi related to the complaint was not returned with the device, which showed exposure to blood. The frayed/split/torn condition of the sealant sleeves reported was identified during the visual analysis, and no additional abnormalities were observed. Dimensional analysis of the slit length could not be executed since the damaged condition observed in the sealant sleeves did not permit correct evaluation of the slit length. The overall length of the outer sleeve assembly was measured and noted to be within specification. Due to the damage conditions of the sealant sleeves, csi introduction simulation could not be executed to evaluate the functional test for this complaint. Nevertheless, due to the exposure of the sealant from the sealant sleeves, a functional test was executed to analyze for a premature deployment difficulty condition. The device showed that the mechanisms were working as intended after buttons 1 and 2 were fully depressed, obtaining the deployment of the sealant. It was observed in the evidence obtained that a section of the sealant remained stuck to the delivery section; however, this could be attributed to the excessive amount of dry blood observed in this area. The product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (the outer sleeves hit the edges of the unknown sheath hub), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature swelling/exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) split as the outer sleeves hit the edges of the unknown sheath hub and then it was difficult to fully insert. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The user had attempted to advance the device through the sheath and was holding the sheath hub in position and supporting the distal end where the sealant is present. The device was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no damage to the device noticed prior to opening the package. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The device was inspected for damages when removed from the package and there were no damages noted to the packaging or device at that time. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation. Addendum: product evaluation images revealed that the sealant of the mynx control vcd is prematurely exposed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a review of the manufacturing documentation associated with lot f2220005 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.